Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately 2 years and 13 days post the initial tsa, the patient was revised due to the liner disassociating from the tray. No other information provided.

Manufacturer narrative:
H3: the revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation/disassembly. However, this cannot be confirmed as the device was not returned for evaluation, and images, radiographs, and product information were not provided.